Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a failure occurred in the communication with a scope due to contact failure on the contact of the faulty scope socket. Since the device was not returned to qa, shirakawa factory, the detailed condition of the subject device and the duplication check of the reported phenomenon could not be checked. This was why we could not identify the root cause of the faulty scope socket. Olympus will continue to monitor the field performance of this device.

Event description:
At the beginning of a screening colonoscopy procedure. The physician was about to scope the patient. The equipment was working fine, until about lunch time. The intended procedure was completed by using the same device. There was a delay reported of about 30 minutes.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage, a updated power switch, faulty scope socket and the software was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.